Manufacturer narrative:
(B)(4).. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resister. The motor was tested outside the device and passed. The device was received with cracked case at display window corners, minor scratched lcd window, and missing end cap sticker. The device was received with broken reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed motor error during a normal basal. Customer's blood glucose was 125 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.